Event description:
It was reported that the patient experienced the infusion set cannula was crimped and had high blood glucose event on 11-april-2026.the infusion set was in used for five hours and the site location was lower back.

Manufacturer narrative:
E1: patient city: pereira. Patient country: colombia. Name: medtronic minimed. Country: united states of america. Street: 18000 devonshire street. City: northridge. State: california. Zip code: 91325-1219. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.